Event description:
A right heart catheterization was performed for in anticipation of a transplant. The sensor was recalibrated and the mean was increased by 11 mmhg. Accurate readings were observed under the manufacturer's patient care network database.

Manufacturer narrative:
No device analysis results are available because the device remains implanted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.